Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon pro¿ (bd¿ vialon biomaterial), there was an issue with leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Two representative samples were returned for investigation of this complaint. Samples returned were from catalog #: 393204, batch #: 5264319. The representative samples were subjected to visual inspection, catheter adapter leak test and injection valve test. All the representative samples passed the acceptance criteria. No leakage was observed. DHR review shows there is also no related qn on defect or condition of leakage at insertion point for the past 12 months. Therefore the root cause cannot be determined.

Event description:
It was reported that during use of the bd venflon pro (bd vialon biomaterial), there was an issue with leakage. There was no report of exposure, serious injury or medical intervention.